Manufacturer narrative:
(B)(4) analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged and that patient had received inappropriate shocks due to oversensing caused by the dislodgement. The lead was replaced. Patient left operation room in a stable condition.